Manufacturer narrative:
Age or date of birth: unk. Weight: unk. Ethnicity: unk. Race: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -5.5/+1.5/154 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2018 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. The reporter indicated the cause of the event was due to sizing issue. The patient had reduced night complaints.